Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Customer was travelling on vacation and had recently been sent samples of the sccm. He decided to use these while on vacation (fyi--we are tracking the lot number in our sample system). He had used one catheter and on this catheter, the catheter broke apart inside his penis. He could not get the piece out so he went to the hospital with his wife. The emergency room doctor could not retrieve the piece of the catheter. The end user was in the hospital for 5 hours and as it is a small community hospital, there was no urologist available. The ER doctor advised him that the piece should come out by itself and/or he would see the urologist the next day. (B)(6) and his wife got a hotel room for the night. The sphincter wsa open so he was leaking all over so the hospital provided him with some pads. They also prescribed him amoxicillin 250mg as an antibiotic in case of any infection. He started taking the amoxicillin that night. Over night he was just leaking. When the went to leave the hospital he felt something funny and he looked and the piece of the catheter had come out by itself from the penis. He did not return to the ER but proceeded to return home. He continued with the antibiotics. On a follow up with his urologist.. End user is (B)(6) and been catheterizing for many years.